Event description:
It was reported that during a da vinci si hysterectomy a cable broke during use. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was able to confirm that the cable is broken. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity test passed.